Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. Customer¿s blood glucose level was 99 mg/dl. Troubleshooting was performed. Customer was unable to clear the alarm and unable to complete rewind. Customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no pump error 43 alarms noted during testing. Moisture damage was found on the electronic assembly during visual inspection. Insulin pump received with corroded motor home switch.